Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an unknown infection which was seen during a programmer maintenance session on (B)(6) 2013. It was unclear what organism caused the infection. It was also indicated that the patient had inflammation above the implantable neurostimulator (ins). Patient history of alcohol use was noted. The reporter indicated that the patient was scheduled to meet the neurosurgeon on (B)(6) 2013. There was no patient injury. Ten days later, it was further reported that the patient's ins had not been explanted. The reporter indicated that the patient met with the neurosurgeon each week. It was noted that "it seemed good." If additional information becomes available, a follow-up report will be sent.